Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the teflon pad became loose. No further info. Case completed with the same like product. There was no pt consequence.